Manufacturer narrative:
Standard functional tests for accuracy were performed and all results were within specification. The disposable set used by the customer was not returned for testing. The complaint could not be confirmed.

Event description:
Information received indicates the pump was set to deliver 10ml at a rate of 125/hr, but delivered between 9.42 and 9.47ml. This was found during testing with water.